Manufacturer narrative:
Evaluated one opened and used enlite sensor. We found cannula retracted inside sensor base. Cannula found whole; no broken or missing parts noted. We were unable to confirm if customer received sensor in said condition due to customer returning device opened and used.

Event description:
It was reported that the electrode on the sensor was missing when the sensor was removed from the customer. Customer's blood glucose was unknown. Customer agreed to return the sensors for analysis.

Manufacturer narrative:
Evaluated one opened and used enlite sensor. We found cannula retracted inside sensor base. Cannula found whole; no broken or missing parts noted. We were unable to confirm if customer received sensor in said condition due to customer returning device opened and used.